Manufacturer narrative:
Additional information provided: the phaco handpiece was received and a visual assessment of the returned sample found a no nonconformities. A flow rate test was performed on the irrigation and aspiration lines of the handpiece, which found the handpiece to meet product specifications. The returned phaco handpiece was connected to a calibrated system. The phaco handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The temperature of the phaco handpiece shell was measures per ps 980-2150-012 and was found to meet specifications. The phaco handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the stroke length and did not meet product specifications. No functional problem was found with the returned phaco handpiece, as related to the reported event. Therefore, the customer reported event could not be confirmed. Unrelated to the reported event, testing found nonconforming electrodes, which caused the torsional stroke length not meeting product specifications. However, how or when the electrode became nonconforming remains inconclusive. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the phacoemulsification handpiece becomes hot before surgery during tuning and during surgery. Additional information has been requested.